Event description:
The healthcare professional (hcp) had just completed a pt procedure and was in the process of preparing for the next pt when the table rotated on its own towards the pt left side. The hcp was in the control room and saw the pivot moving at a medium speed in a cw direction. He turned the system off at the vcim, and did not hit the emergency stop button. The pivot hit the table top causing damage to the table top. No one was in the exam room. No injury was reported. The concern is for possible serious injury if a pt had been on the table at the time of the event.